Event description:
The ablation catheter was inserted and initialized, attempted to turn on/start ablation. There was no ablation because of error: impedance. Replaced the ablation cables, troubleshooting done, no success. The ablation catheter was replaced, and ablation initiated. There was no patient harm, and the procedure was completed without complications.